Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with a cracked enclosure, broken tank cover, and liquid crystal leakage in the lcd. Functional testing confirmed the complaint as the device leaked from the tank cover and enclosure. The root cause for the leak was due to a cracked enclosure and broken tank cover from physical damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.